Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unplanned pregnancy, current pregnancy/ pregnancy (no complications)"), abortion spontaneous ("miscarriage"), device breakage ("possible broken essure"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) -year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement" in (B)(6) 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2007), arrhythmia and spontaneous abortion. Concurrent conditions included overweight, abdominal pain since (B)(6) 2011, urinary tract disorder since (B)(6) 2011, ovarian cyst since (B)(6) 2011, pelvic pain since (B)(6) 2011, irregular menstrual cycle since (B)(6) 2011, genital bleeding since (B)(6) 2014, cervical biopsy since (B)(6) 2014, endocervical squamous metaplasia since (B)(6) 2014, chronic cervicitis since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, (B)(6) infection since (B)(6) 2014, palpitation since (B)(6) 2016, tiredness since (B)(6) 2016, amenorrhea since (B)(6) 2016, nickel sensitivity, knee arthroscopy and irritability since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as intrauterine contraceptive device (iud nos). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and constipation ("constipation"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced pruritus ("itching") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced heart rate irregular ("irregular heartbeat") and fatigue ("fatigue"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), paracetamol (tylenol), surgery (dilatation and curettage), surgery (laparoscopy), surgery (laparoscopy) and surgery (laparoscopy). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, device breakage, menorrhagia, vaginal haemorrhage, pruritus, depression, complication of device insertion, nausea, migraine, headache, heart rate irregular, fatigue, weight increased and constipation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, constipation, depression, device breakage, fatigue, headache, heart rate irregular, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician recommended removal of the device via hysterectomy, but plaintiff could not removed it because she was pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in 2007: full occlusion of both tubes; essure in place. Pregnancy test - in (B)(6) 2017: pregnancy confirmed. Ultrasound scan - on an unknown date: no fatal heart tones. Ultrasound scan vagina - on (B)(6) 2011: multiple small follicle cysts. On (B)(6) 2016, patient ahd transvaginal ultrasound scan performed for spotting. On (B)(6) 2011, transvaginal scan performed: essure device seen in right and lefty cornua, endometrium measures app. 14 mm at fundus is seen thinning near lus, and then thickens again (15mm) near internal cx os. Free fluid seen in post and ant cds. Both ovaries seen. Right ovary- multiple small follicle cysts seen. Left ovary- 2.5 cm. Thickened endometrium, small foil cyst. On (B)(6) 2016, surgical pathology report: gross examination: no fatal parts or vesicles are grossly identified and the essure coils are not grossly identified. Single ap view of abdomen: impression: essure present bilaterally. On an unknown date, patient underwent EKG, echocardiogram due to irregular heartbeat. Concerning the injuries in the case, the following ones were described in patient's medical records: depression, weight gain, fatigue, intrauterine pregnancy, itching, irregular heart rate. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, historical drug and conditions, concomitant drugs and conditions, treatment drug, lab data, new events miscarriage, device difficult to use, complication of device insertion, vaginal haemorrhage, pruritus (previously reported as hypersensitivity), depression, nausea, migraine, headache, heart rate irregular, fatigue, weight increased, constipation and device breakage (from mr) added. Case is now considered incident due to intervention required. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unplanned pregnancy, current pregnancy/ pregnancy (no complications)"), device breakage ("possible broken essure"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 31-year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement" in (B)(6) 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2001,(B)(6) 2002, (B)(6) 2007), arrhythmia and spontaneous abortion. Concurrent conditions included overweight, abdominal pain since (B)(6) 2011, urinary tract disorder since (B)(6) 2011, ovarian cyst since (B)(6) 2011, pelvic pain since (B)(6) 2011, irregular menstrual cycle since (B)(6) 2011, genital bleeding since (B)(6) 2014, cervical biopsy since (B)(6) 2014, endocervical squamous metaplasia since (B)(6) 2014, chronic cervicitis since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, human papilloma virus infection since (B)(6) 2014, palpitation since (B)(6) 2016, tiredness since (B)(6) 2016, amenorrhea since (B)(6) 2016, nickel sensitivity, knee arthroscopy and irritability since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as intrauterine contraceptive device (iud nos). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and constipation ("constipation"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced pruritus ("itching") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced heart rate irregular ("irregular heartbeat") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), paracetamol (tylenol), surgery (laparoscopy), surgery (laparoscopy) and surgery (laparoscopy). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device, device breakage, menorrhagia, vaginal haemorrhage, pruritus, depression, complication of device insertion, nausea, migraine, headache, heart rate irregular, fatigue, weight increased and constipation outcome was unknown. The pregnancy outcome was not reported. The reporter considered complication of device insertion, constipation, depression, device breakage, fatigue, headache, heart rate irregular, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician recommended removal of the device via hysterectomy, but plaintiff could not removed it because she was pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in 2007: full occlusion of both tubes;essure in place pregnancy test - in (B)(6) 2017: pregnancy confirmed. Ultrasound scan - on an unknown date: no fatal heart tones. Ultrasound scan vagina - on (B)(6) 2011: multiple small follicle cysts. On (B)(6) 2016, patient had transvaginal ultrasound scan performed for spotting. On (B)(6) 2011, transvaginal scan performed: essure device seen in right and lefty cornua, endometrium measures app. 14 mm at fundus is seen thinning near lus, and then thickens again (15mm) near internal cx os. Free fluid seen in post and ant cds. Both ovaries seen. Right ovary- multiple small follicle cysts seen. Left ovary- 2.5 cm. Thickened endometrium, small foil cyst. On (B)(6) 2016, surgical pathology report: gross examination: no fatal parts or vesicles are grossly identified and the essure coils are not grossly identified. Single ap view of abdomen: impression: essure present bilaterally. On an unknown date, patient underwent EKG, echocardiogram due to irregular heartbeat. Concerning the injuries in the case, the following ones were described in patient's medical records: depression, weight gain, fatigue, intrauterine pregnancy, itching, irregular heart rate. Most recent follow-up information incorporated above includes: on 16-feb-2018: after internal review, the event miscarriage was deleted. And no lot number was provided, as previously reported. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("possible broken essure"), pregnancy with contraceptive device ("unplanned pregnancy, current pregnancy/ pregnancy (no complications)"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 31-year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement" in june 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (5mar2001,7oct2002,23mar2007), arrhythmia and spontaneous abortion. Concurrent conditions included overweight, abdominal pain since 6-apr-2011, urinary tract disorder since 6-apr-2011, ovarian cyst since (B)(6) 2011, pelvic pain since (B)(6) 2011, irregular menstrual cycle since 22-aug-2011, genital bleeding since (B)(6) 2014, cervical biopsy since (B)(6) 2014, endocervical squamous metaplasia since (B)(6) 2014, chronic cervicitis since (B)(6)2014, pap smear abnormal since (B)(6) 2014, human papilloma virus infection since (B)(6) 2014, palpitation since 24-feb-2016, tiredness since (B)(6) 2016, amenorrhea since 24-feb-2016, nickel sensitivity, knee arthroscopy and irritability since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as intrauterine contraceptive device (iud nos). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced complication of device insertion ("difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement"). In january 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and constipation ("constipation"). In january 2016, the patient experienced nausea ("nausea"). In june 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced pruritus ("itching") and depression ("psychological or psychiatric problems condition: depression"). In june 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), heart rate irregular ("irregular heartbeat") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), paracetamol (tylenol), surgery (laparoscopy), surgery (laparoscopy) and surgery (laparoscopy). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, pruritus, depression, complication of device insertion, nausea, migraine, headache, heart rate irregular, fatigue, weight increased and constipation outcome was unknown. The pregnancy outcome was not reported. The reporter considered complication of device insertion, constipation, depression, device breakage, fatigue, headache, heart rate irregular, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician recommended removal of the device via hysterectomy, but plaintiff could not removed it because she was pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in 2007: full occlusion of both tubes;essure in place pregnancy test - in june 2017: pregnancy confirmed. Ultrasound scan - on an unknown date: no fatal heart tones. Ultrasound scan vagina - on 29-jun-2011: multiple small follicle cysts on 02mar2016, patient ahd transvaginal ultrasound scan performed for spotting. On 29-jun-2011, transvaginal scan performed: essure device seen in right and lefty cornua, endometrium measures app. 14 mm at fundus is seen thinning near lus, and then thickens again (15mm) near internal cx os. Free fluid seen in post and ant cds. Bothe ovaries seen. Right ovary- multiple small follicle cysts seen. Left ovary- 2.5 cm. Thickened endometrium, small foil cyst. On (B)(6) 2016, surgical pathology report: gross examination: no fatal parts or vesicles are grossly identified and the essure coils are not grossly identified. Single ap view of abdomen: impression: essure present bilaterally. On an unknown date, patient underwent EKG, echocardiogram due to irregular heartbeat. Concerning the injuries in the case, the following ones were described in patient's medical records: depression, weight gain, fatigue, intrauterine pregnancy, itching, irregular heart rate. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("possible broken essure"), pregnancy with contraceptive device ("unplanned pregnancy, current pregnancy/ pregnancy (no complications)"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 31-year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement" in (B)(6), 2007 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (5mar2001,7oct2002,23mar2007), arrhythmia and spontaneous abortion. Concurrent conditions included overweight, abdominal pain since(B)(6) 2011, urinary tract disorder since (B)(6), 2011, ovarian cyst since 29-jun-2011, pelvic pain since (B)(6), 2011, irregular menstrual cycle since (B)(6), 2011, genital bleeding since (B)(6), 2014, cervical biopsy since (B)(6), 2014, endocervical squamous metaplasia since (B)(6), 2014, chronic cervicitis since (B)(6) 2014, pap smear abnormal since 21-apr-2014, human papilloma virus infection since (B)(6),2014, palpitation since 24-feb-2016, tiredness since (B)(6),2016, amenorrhea since (B)(6),2016, nickel sensitivity, knee arthroscopy and irritability since (B)(6),2016. Concomitant products included medroxyprogesterone (depo provera) from (B)(6), 2016 to 7-apr-2016 for contraception as well as intrauterine contraceptive device (iud nos). In (B)(6), 2007, the patient had essure (ess205) inserted. In (B)(6), 2007, the patient experienced complication of device insertion ("difficulty of implanting one of the coils. They still couldn't get the coil into one of the tubes, so I had to come back for a 2nd placement"). In (B)(6), 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and constipation ("constipation"). In (B)(6),2016, the patient experienced nausea ("nausea"). In (B)(6),2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced pruritus ("itching") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6), 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), heart rate irregular ("irregular heartbeat") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with fluoxetine hydrochloride (prozac), paracetamol (tylenol), surgery (laparoscopy), surgery (laparoscopy) and surgery (laparoscopy). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, pruritus, depression, complication of device insertion, nausea, migraine, headache, heart rate irregular, fatigue, weight increased and constipation outcome was unknown. The pregnancy outcome was not reported. The reporter considered complication of device insertion, constipation, depression, device breakage, fatigue, headache, heart rate irregular, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician recommended removal of the device via hysterectomy, but plaintiff could not removed it because she was pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in 2007: full occlusion of both tubes;essure in place pregnancy test - in (B)(6), 2017: pregnancy confirmed. Ultrasound scan - on an unknown date: no fatal heart tones. Ultrasound scan vagina - on (B)(6), 2011: multiple small follicle cysts on 02mar2016, patient ahd transvaginal ultrasound scan performed for spotting. On (B)(6), 2011, transvaginal scan performed: essure device seen in right and lefty cornua, endometrium measures app. 14 mm at fundus is seen thinning near lus, and then thickens again (15mm) near internal cx os. Free fluid seen in post and ant cds. Bothe ovaries seen. Right ovary- multiple small follicle cysts seen. Left ovary- 2.5 cm. Thickened endometrium, small foil cyst. On (B)(6), 2016, surgical pathology report: gross examination: no fatal parts or vesicles are grossly identified and the essure coils are not grossly identified. Single ap view of abdomen: impression: essure present bilaterally. On an unknown date, patient underwent EKG, echocardiogram due to irregular heartbeat. Concerning the injuries in the case, the following ones were described in patient's medical records: depression, weight gain, fatigue, intrauterine pregnancy, itching, irregular heart rate. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6), 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.